Manufacturer narrative:
Patient involvement is not known. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring on the application instrument for sternal zipfix was found to be broken. It is not known if there is surgical or patient involvement. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted. Part: 03.501.080. Lot: 8447972. Manufacturing site: (B)(4). Release to warehouse date: 21. June 2013. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. The device was initially returned to service and repair and evaluation at service and repair noted as the customer reported the tip of the device was broken. The repair technician reported the trigger was binding after an attempt to repair the device. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: the following investigations were performed: device condition: visual inspection performed at customer quality (cq) observed no visual defects such as breakage on the returned device. Functional inspection performed on the returned device at customer quality observed the compromised release of trigger mechanism. When released, the device was not released back to the complete open position which impedes the proper alignment of cutting teeth feature with zipfix implant. With the compromised release of trigger, no clearance was observed for implant provision between the cutting edges. With no breakage identified, the received device condition does not agree with the broken complaint description. However new issues were identified and there the overall complaint condition was confirmed. Dimensional analysis and document/specification review: following relevant drawings of the returned instrument was reviewed and no design issues were identified. Dimensional analysis was not able to be performed as the relevant features that are possibly contributing to the complaint condition are not accessible. Conclusion: while no definitive root cause could be determined, it is possible that any internal component damage or any improper lubrication could have contributed to given complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.